Manufacturer narrative:
As reported by sales representative at one week postoperative exam, surgeon took an x-ray of the patient's rcr repair. A needle fragment was not visible using routine x-ray. Although magnetic resonance imaging (MRI) could be used to eliminate any question as to the presence of the needle tip, the surgeon's processional opinion was not prescribe this test at this time. Patient's condition at one week check was reported as being good with no complaints of pain that would be considered unusual. Surgeon will continue to monitor the patient related to this adverse event. Additionally, the smartstitch m-connector with needles was returned to arthrocare for evaluation. A visual inspection was performed and it was confirmed the tip was missing from the right needle. The root cause of the tip breakage can not be determined. Ref: arthrocare MDR faxed to FDA 02/07/2008.

Event description:
On january 21, 2008 a clinical incident involving a smartstitch m-connector was reported to arthrocare corporation. It was reported that during a rotator cuff repair using the mini-open technique, the tip of the right needle had broken off and was missing after the device was retracted from the patient. The surgeon attempted to locate the missing needle tip which extended surgical time by approximately 30 minutes, but surgeon was unable to locate missing needle tip. The surgery was completed, incision was closed and patient is reportedly doing fine.